Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. Furthermore, an analysis of the submitted log files confirmed low flow alarms; however, a specific cause for the alarms could not be conclusively determined. The submitted system controller event log file contained events from 31may2023. The file captured persistent low flow alarms, with flow values ultimately decreasing to 0 liters per minute (lpm). The end of the file captured events consistent with the reported termination of support following the patient's expiration. The pump appeared to operate as intended at the set speed while the driveline was connected. The account communicated that the cause of the low flow alarms could not be identified, and it was unknown if the patient's outcome was device related. The pump was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU, ¿introduction¿, also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patients controller was alarming for about an hour when paramedics took as look at the controller after the patient was found by family at home. The controller was alarming and patient was unresponsive with charged batteries and driveline to controller intact. The patient never had return of sinus rhythm and was pronounced dead in emergency department. The log files were submitted for evaluation and found low flow alarms. The silence alarm button was pressed multiple times. The system controller was switched to from battery power to the power module. The low flow alarms continued and so did the pressing of the silence alarm button. Related regulatory reference MFR # 2916596-2023-03760.